Event description:
It was reported that a signal artifact monitor (sam) episode was observed for this patient with this pacemaker due to minute ventilation (mv) noise and oversensing. Right atrial (ra) pace impedance measurements were greater than 3,000 ohms, resulting in a lead safety switch (lss), and this pacemaker is in unipolar mode in the ra. It was noted that several atrial tachy response (atr) episodes showed a pause in pacing. Technical services (ts) discussed this was due to in office testing and could be seen on several episodes. Ts noted the post ventricular pace could be seen. The plan was to reprogram this device to vvir. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of mv/rrt noise or oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a signal artifact monitor (sam) episode was observed for this patient with this pacemaker due to minute ventilation (mv) noise and oversensing. Right atrial (ra) pace impedance measurements were greater than 3,000 ohms, resulting in a lead safety switch (lss), and this pacemaker is in unipolar mode in the ra. It was noted that several atrial tachy response (atr) episodes showed a pause in pacing. Technical services (ts) discussed this was due to in office testing and could be seen on several episodes. Ts noted the post ventricular pace could be seen. The plan was to reprogram this device to vvir. This pacemaker remains in service. No adverse patient effects were reported.